Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. 808914) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included prolonged menses. Previously administered products included for an unreported indication: depo provers, oral contraceptives nos and iud nos. Concurrent conditions included endometriosis, migraine headache, depression, allergic reaction to analgesics, painful intercourse and heavy periods. Concomitant products included antibiotics, bupropion (wellbutrin), cimetidine, estrogens, ibuprofen, medroxyprogesterone acetate (provera), progesterone (progestine), tramadol and vicodin. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), coital bleeding ("painful intercourse with bleeding"), dyspareunia ("painful intercourse with bleeding"), rash ("rash"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, coital bleeding, dyspareunia, rash, alopecia, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: findings- a hysterosalpingogram catheter was placed without difficult in the endometrial cavity and a small balloon was inflated. Scout film shows satisfactory appearance to the essure implants. The essure implants are in good position within the fallopian tubes and there is no evidence of contrast extending along or past essure implants. The fallopian tubes are occluded diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 02-apr-2018: pfs and medical record received: new reporter, other relevant history, lab data, product information, concomitant drugs, and events - abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), vaginal discharge were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included prolonged menses. Previously administered products included for an unreported indication: depo provers, oral contraceptives nos and iud nos. Concurrent conditions included endometriosis, migraine headache, depression, allergic reaction to analgesics, painful intercourse, heavy periods and loop electrosurgical excision procedure. Concomitant products included antibiotics, bupropion (wellbutrin), cimetidine, estrogens, ibuprofen, medroxyprogesterone acetate (provera), progesterone (progestine), tramadol and vicodin. On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), coital bleeding ("painful intercourse with bleeding"), dyspareunia ("painful intercourse with bleeding"), rash ("rash"), alopecia ("hair loss"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes,). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, coital bleeding, dyspareunia, rash, alopecia, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: findings- a hysterosalpingogram catheter was placed without difficult in the endometrial cavity and a small balloon was inflated. Scout film shows satisfactory appearance to the essure implants. The essure implants are in good position within the fallopian tubes and there is no evidence of contrast extending along or past essure implants. The fallopian tubes are occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding") and cervix carcinoma ("other injury(ies) or complication (s) please describe: cervical cancer") in a 38-year-old female patient who had essure (batch no. 808914) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included prolonged menses. Previously administered products included for birth control: nuvaring from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: iud nos, oral contraceptives nos and depo provers. Concurrent conditions included endometriosis since 2002, migraine headache since 2001, depression since (B)(6) 2017, allergic reaction to analgesics, painful intercourse, heavy periods and loop electrosurgical excision procedure. Concomitant products included antibiotics for bladder infection, yeast infection and rash as well as beyaz from 2004 to 2011, bupropion (wellbutrin) since (B)(6) 2017, cimetidine, estrogens, ibuprofen since 2015, levonorgestrel (mirena) until (B)(6) 2011, medroxyprogesterone acetate (depo-provera) until (B)(6) 2011, medroxyprogesterone acetate (provera) since (B)(6) 2018, progesterone (progestine), tramadol and vicodin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse with bleeding / dyspareunia (painful sexual intercourse)"), rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infections") and fungal infection ("infection (bladder/ urinary tract/vaginal) type:yeast infection"). On (B)(6) 2017, the patient experienced cervix carcinoma (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), coital bleeding ("painful intercourse with bleeding"), alopecia ("hair loss"), fatigue ("fatigue"), abdominal distension ("bloating") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes,) and surgery (leep surgery). Essure was removed on 31-mar-2017. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the genital haemorrhage, dyspareunia, rash and vaginal discharge had resolved and the abdominal pain lower, back pain, coital bleeding, alopecia, fatigue, abdominal distension, vaginal haemorrhage, menorrhagia, cervix carcinoma, cystitis, fungal infection, abdominal pain and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, cervix carcinoma, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, genital haemorrhage, menorrhagia, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: findings- a hysterosalpingogram catheter was placed without difficult in the endometrial cavity and a small balloon was inflated. Scout film shows satisfactory appearance to the essure implants. The essure implants are in good position within the fallopian tubes and there is no evidence of contrast extending along or past essure implants. The fallopian tubes are occludedon 08feb2017- she performed the leep surgery. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on 13-jun-2011: total bilateral occlusion quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 9-oct-2018: plaintiff fact sheet was received. Events added from pfs- bladder infections, cervical cancer, yeast infection, abdominal pain, endometriosis . And dyspareunia (painful sexual intercourse) clubbed to previous events. Concomitant drug, events onset date were added. Reporter information, events outcome were updated.incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), coital bleeding ("painful intercourse with bleeding"), dyspareunia ("painful intercourse with bleeding"), rash ("rash"), alopecia ("hair loss"), fatigue ("fatigue") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, coital bleeding, dyspareunia, rash, alopecia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, pelvic pain and rash to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.